Event description:
It was reported the pt was experiencing discomfort at his scs ipg pocket site due to the pocket site being too shallow which was causing his scs ipg to protrude. Subsequently, the pt's scs ipg pocket site was revised (made deeper) which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.